Event description:
Hard tissure replacement - pt matched implant (htr-pmi) was implanted 2003. Dr removed implant in 2004, secondary to fluid collection. Pt had thickening of the skin and fluid collection in the area of the implant. There was no reddening, tenderness or fever.